Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. X-rays were taken and showed no anomalies and diagnostics also showed no impedance anomalies. Reprogramming was unable to provide stimulation. Surgical intervention was undertaken and the lead was explanted and replaced. Following the procedure, the patient reported receiving effective therapy. The patient was part of the predict clinical study.